Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac defibrillator had inappropriately fired due to reading noise as vf and proceeding to shock . The device was explanted and was competitively replaced. The patient condition post-procedure was okay.

Manufacturer narrative:
The reported field event of inappropriate shock due to noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported inappropriate therapy could not be determined.